Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The product was discarded by the hospital and therefore will not be returned for an evaluation. Because the part and lot number are unknown, the device history records could not be pulled and reviewed. The distributor advised the revision occurred due to complications with the patient's triple bypass. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report one of two for the same event. Report two is reported on MFR #0001032347-2016-00563 to capture the difficulty using the tool during the revision.

Event description:
It is reported that a revision took place due to a patient's complications with a triple bypass.